Manufacturer narrative:
Batch record review of lot b120 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no add'l complaints for tubing leak were reported to date for this lot. No trends detected. The entire device was not available for investigation. It would be unsafe to ship and handle the kit given the level of contamination. Only the same card (electronic record of treatment events) was available for the investigation. Review of the smart card did not provide a definitive root cause for the complaint. A more thorough analysis could have been conducted if the kit had been returned. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a tubing leak that occurred during treatment. Name and function of complainant: same as reporter. Therakos clinical service specialist sent a letter with a smart card reporting that a blood leak occurred in the collect line. Therakos received an email with further info (pt info). The pt was successfully treated again on the cellex. Collect speed was at 50 ml/min, return was at 55. Customer did not return the kit for investigation.